Event description:
A malfunction alarm was reported with pump showing a code that could not be reset. No notable events preceded the issue, and the customer's blood glucose level did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.